Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11b19094 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the patient reported that on (B)(6) 2011, he experienced peritonitis. It was not reported whether the patient was hospitalized for the event. The patient stated that he was unsure what caused the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. An opinion of causality was not provided. The nurse declined to provide further information.